Manufacturer narrative:
Laboratory analysis summary device photograph(s) for the device related to the reported event of capsular contracture, inflammation/irritation, granuloma and local reaction requested on february 04, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: inflammation/irritation: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Local reaction: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "microinflammation" diagnosed via ultrasound and MRI. Patient later reported "capsular contracture baker grade iii." Patient further reported "the implant capsule contains giant multinucleated cells" via histology report. Healthcare professional additionally reported "capsular contracture. Implant is intact. No rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation, capsular contracture baker grade iii, granuloma.

Event description:
Patient reported right side "necroinflammation" diagnosed via ultrasound and MRI. Patient later reported "capsular contracture baker grade iii." Patient further reported "the implant capsule contains giant multinucleated cells" via histology report. Healthcare professional additionally reported "capsular contracture. Implant is intact. No rupture." Device has been explanted.